Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller states the pt alleges the ins has been shocking him so the ins has not been used in some time. The caller's understanding is the shocking was occurring prior to the fall. The caller states the bedside nurse has tried to charge the ins but it was unclear if they were doing it correctly or they were unable to charge the ins. Agent reviewed that MRI mode can be accessed without ever turning stimulation on if the concern is that shocking will occur when ins is on. The caller is not clear at this moment if the ins is discharged. Agent advised that they can call back with further information so better guidance can be provided, agent advised caller for bedside nurse to call so charging can be attempted and ins can be placed into MRI mode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that the patient had fallen 40 feet when cutting a tree and was knocked out by the tree limb and broken 18 bones on his left side. The patient had not turned the device back on and does not know if the device works. The patient was going to try turning on the device in a few months after some of the pain went away.